Event description:
The customer received questionable results for folate, vitamin b12, total prostate-specific antigen (tpsa), and human chorionic gonadotropin + the beta subunit (hcg+b) for 149 patients. Of those samples, 93 results were considered discrepant. The customer received an instrument alarm while running patient samples. The customer stated that the probe was clogged. The discrepant results were reported outside of the laboratory. The repeat results were deemed by the customer to be the correct results. There was no adverse event. The folate lot number was 16887601, with an expiration date of 02/28/2013. The vitamin b12 lot number was 16750806, with an expiration date of 07/31/2013. The tpsa lot number was 16676201, with an expiration date of 05/31/2013. The hcg+b lot number was 16758402, with an expiration date of 07/31/2013. The field service representative found abnormal prewash sipper movement. This was due to the prewash waste sipper being clogged. He unclogged the waste nozzle sipper and performed sipper checks, and the cups were completely emptied with the waste sipper.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.